Manufacturer narrative:
(B)(4). Concomitant medical reports: guide wire: fielder, guide cath: heartrail ii 7f jl4.0. In this case, there was no reported product deficiency and the product was not returned. The reported patient effects of thrombosis, respiratory compromise/distress and death, as listed in the xience prime instructions for use (IFU) are known adverse events associated with percutaneous coronary treatment procedures including coronary stent use in native coronary arteries. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that the target lesion was located from the left main to the circumflex, with moderate tortuosity, heavy calcification and 90% stenosis. After pre-dilatation, the 3.5 x 15 mm xience prime stent was delivered and implanted at the lesion. It was inflated three times and the maximum pressure was 18 atmospheres (atm). Kissing balloon technique was performed at the left anterior descending artery (lad) and the left circumflex (lcx) and after performing intra-vascular ultra sound (ivus), the procedure was successfully completed. It was confirmed that the stent had been expanded sufficiently. The patient was discharged from the hospital two days later. Two days after hospital discharge, the family found the patient lying on the floor and called the ambulance. The patient had already been in cardiopulmonary arrest at this point. The physician commented that although the patient had already been in cardiopulmonary arrest when he was taken to the hospital, coronary angiography (cag) was performed. Although cardiopulmonary resuscitation (CPR) was performed, the patient eventually died on this day. The physician suspected thrombosis, therefore treatment was given via medication. The contrast flow was not good, but there was slight blood flow. The physician suspects that the stent thrombosis is the cause of the cardiopulmonary arrest. An autopsy was not performed. No additional information was provided.